Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced recurrent nighttime and early-morning hypoglycemia while the system remained in prolonged correction mode following elevated glucose readings, which appears consistent with insulin stacking and insufficient troubleshooting of persistent hyperglycemia; the user treated a documented low of 42 mg/dl with oral carbohydrates including juice, fruit, crackers with peanut butter, and glucose tablets, and subsequently engaged with the company for additional training on managing elevated glucose. Symptoms included feeling fine without reported neuroglycopenic or adrenergic manifestations. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of device data and user reports, as well as user education and troubleshooting with clinical support. Investigation of this case revealed a use-related issue where extended corrective dosing contributed to hypoglycemia, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user management factors contributing to hypoglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.